Event description:
During a coronary angioplasty, a 2.5x13mm cypher select plus stent could not cross the lesion. The physician took out the device and noted that the stent was loose. There was no reported pt injury.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.